Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the strip lot 278175. Reference medwatch with (B)(6) for the unspecified strip lot.

Event description:
Reporter stated that patient received the following results, with two different meters, and different strip lots, within 10 minutes: 224 mg/dl (mobile, strip lot 278175) and 119 mg/dl (aviva nano, unspecified strip lot). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.